Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer¿s blood glucose level was 140 (mg/dl). Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery depletion malfunction could not be evaluated due to read/write failure.